Event description:
Reporter indicated a vns patient's generator settings were inexplicably different upon interrogation. The physician stated he did not set the patient to those settings. Diagnostic testing showed the generator was functioning as intended. Good faith attempts to obtain additional information have been unsuccessful to date.